Event description:
It was reported that the patient with this insertable cardiac monitor (icm) device experienced pain at implant site. The patient inquired their doctor if their icm could be removed. The patient decided to consult a new doctor since the previous physician would not remove their icm device. Boston scientific technical services (ts) confirmed the device was connecting properly and referred the patient to the clinic. Additional information from boston scientific field representative provided the patient underwent a surgical procedure to have their icm device was explanted. No additional adverse patient effects were reported. This icm device is not available for return.